Event description:
It was reported a physician implanted a gore helex septal ocluder on (B)(6) 2012. Post implant, the patient went into heart block and a pacemaker was implanted on (B)(6) 2013.

Manufacturer narrative:
A review of the manufacturing record verified the lot was processed normally and all pre-release specifications were met. The device remains implanted; therefore, an engineering analysis cannot be performed.